Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose levels in the 60-70 mg/dl range. Customer's health care professional recommended the pump carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump settings. Customer brought blood glucose levels back to target range with glucose tablets.